Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set fell off during use event on (B)(6) 2024. The first infusion set was in use for 8 hours and second one was in use for about 24 hours. The blood glucose level was 285 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.